Manufacturer narrative:
The event occurred on an unknown date in 2016. (B)(6). The sample was not returned for evaluation and the lot number is unknown, therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was not reported. On an unreported date, the patient was hospitalized for the event. Treatment rendered for the peritonitis was not reported. At the time of this report, the patient outcome was not reported. It was reported the patient was going to have their pd catheter removed ¿most likely tomorrow¿ and would be transferred to hemodialysis. No additional information is available.